Event description:
Reporter stated that customer experienced one incident in which tubing leaked as a result of a "slit" found in the tubing. It is unknown what fluids were being administered when this occurred. There is no report of patient or staff injury.